Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Facility medwatch: (B)(4).

Manufacturer narrative:
(B)(4). Corrected data: upon review of the information provided, it was concluded that this event is a duplicate file of 3005075853-2017-06874. The facility medwatch information will be sent under this report will be sent under 3005075853-2017-06874.